Manufacturer narrative:
The following info has changed from thi initial report and applies to the device evaluation: sections d1, d2, d3, d5, d6 and h4.

Event description:
On 10/4/96, the account received an erratic bhcg result while operating the analyzer. They run the bhcg assay in sample cups only and process each sample undiluted, with a 1:10 dilution, and a 1:200 dilution. The following results were received on a pt sample: undiluted=0.0 mlu/ml (no error code received); 1:10 dilution=<40mlu/ml (no error code received); and 1:200=12390.89ml/ml. To confirm the 1:200 result, a urine qualitative bhcg was performed and it was positive. Customer stated the original results were not reported. The account has not provided further pt info. No report of injury.